Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1050s mg/dl and diabetic ketoacidosis. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with manual injections, resolving the issue with no permanent damage. Event date is approximate and duration of stay was not known. Reportedly, the cartridge ran out of insulin as the customer had been using if for more than 3 days. Tandem technical support educated the customer on cartridge usage and was unable to confirm the sequence of low insulin alerts and alarms in the pump history as pump logs were not available for event date. The customer continued to use the pump for insulin therapy.